Manufacturer narrative:
At this point, there are on identified radiational actions or corrective actions as the conclusion from the analysis and physical/nursing staff that the breach was most likely caused by positioning and angel of the catheter on the patient and not the result of a failed device. The incident report was submitted to (B)(6) and closed by (B)(6) for (B)(4) as an exporter.

Event description:
This is as a result of the FDA (B)(6). The summary of the final report are attached and provided below: a breach in the outer cannula was observed between the bifurcation and the catheter bend. The breach followed the wire reinforcement wire, and extended approximately 50% around the circumference of the outer cannula. A conference call was held with the catheter manufacturer (avalon laboratories, llc) to discuss this case on march 1, 2016. According to their quality team, the type of breach observed in this case usually only occurs when sutures are placed directly on the cannula body. While there was no evidence of a suture at the breach, it was consistent in appearance and location with previous cases involving sutures placed directly on the catheter body (cases (B)(4)). Information provided from the treating physician does not indicate that a suture was placed directly on the cannula body. The physician noted a "kink" or stress on the catheter due to patient and device placement prior to the breach. Mechanical failure cannot be ruled out, although the hemolung catheters were successfully tested for kink resistance and pull-to-break testing in accordance with iso 10555-1 intravascular catheters -- sterile and single-use catheters -- part 1: general requirements. Feedback from the catheter manufacturer indicated sutures were the most likely cause of failure, but information from the user did not support this theory. Alternatively, kinking/stressing during use was indicated as the most likely cause by the user, but is not supported by mechanical bench testing. In the absence of any further evidence, neither cause can be supported or ruled out. At this time no definitive conclusion can be made. The final report was submitted to (B)(6) and closed.